Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit powers on without end-user manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log showed the pad-pak was first installed successfully on (B)(6) 2013 and performed self-tests up to (B)(6) 2014. Temperatures are recorded below the recommended minimum temperature. Multiple manual power ups of ten minutes duration were observed between (B)(6) 2014 and the last log entry on (B)(6) 2016. The pad-pak became depleted during this time. The returned pad-pak was inserted into the device and passed a self-test however most of the instructional leds remained illuminated. No warnings were given at shutdown and the status led continued to flash green. The device powered on automatically. This indicates a fault. The device delivered test therapy without fault, a test shock was successfully delivered and an acceptable measurement was recorded. The device was observed to be continually switching on during testing. Investigation found the reported fault can be attributed to membrane failure due to corrosion.